Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom 'door not fully latched' messages, caused by a loose upper link screw. The screws were replaced to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a 'door not fully latched' alarm. There was no pt involvement.